Event description:
It was reported that the device therapy cable pin was broken and stuck in the mating therapy connector. The device was unable to deliver defibrillation energy. There was no report of pt use associated with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control verified the reported failure and replaced the therapy cable connector assembly to resolve the issue. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and observed that device connector socket 8, charge switch, had a male pin from the therapy cable stuck in it. The corresponding therapy cable was not returned to physio-control for eval.